Manufacturer narrative:
In response to the request from the reporting facility, mckesson initiated an investigation in order to determine when the preliminary report had been created, modified, or accessed based on info contained in application logs. During further discussions with the reporting facility to clarify the specific info being requested, and analysis of application logs, mckesson's investigation concluded the following: a preliminary report was created on (B)(6) 2015 by a radiologist. Upon further review of the patient's condition by another radiologist on-call the following day, the patient underwent abdominal surgery on (B)(6) 2015. The reporting facility indicated that the patient expired due to complications post-surgery and expired on (B)(6) 2015. Based on the investigation performed and analysis of the application logs, there is no evidence of a device malfunction.

Event description:
On (B)(6) 2015 mckesson support received a request from the customer to provide assistance with an investigation into the change history for a preliminary report attached to a CT study for a patient. During a f/u discussion with the reporting facility on 04/23/2015, mckesson became aware the patient expired on (B)(6) 2015 due to complications following abdominal surgery.